Event description:
The customer reported that the device failed to detect the battery in the "b" battery well.

Manufacturer narrative:
(B)(4). There was no report of pt involvement. A philips field service engineer went to the customer site and confirmed the reported failure. Replacement of the battery pca resolved the failure. The device passed testing and remains at the customer site.